Manufacturer narrative:
(B)(4). Batch # unk. Additional information was requested and the following was obtained: is the detached electrode being returned with the device? No information. Or, was the detached electrode discarded? No information.

Event description:
It was reported that before an unknown procedure, the electrode was already detached off when the package was opened. The device was not used for the patient. No pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch # n90h3f. The device was received with the electrode tip detached and it was returned the complaint. No further functional analysis could be performed due to device's receiving condition. It could not be determined what may have caused the incident reported. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.